Event description:
Reportedly, the surgeon fired the stapler and no staples formed in the middle of the staple line, approximately 2cm. Therefore, a new stapler was opened and fired. However, after firing, the jaw of the instrument would not open. Another new stapler was opened and a new reload was used to coplete the case.